Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when attempting to request a bolus for carbohydrates, the customer bolus menu was set to units. Tandem technical support assisted the customer with successfully adjusting the pump bolus settings. There was no reported impact to the customer's blood glucose level.